Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 07-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable non-malignant pain. It was reported the patient was taken to surgery on (B)(6) 2019 to do a pump replacement and surgical observation found that the catheter was encased in fibrous scar tissue so the catheter was revised and spliced. The catheter was explanted/replaced on (B)(6) 2019. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6). The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. No further complications were reported/anticipated.